Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sensor wire was bent when the sensor was removed. Reportedly, the customer inserted a new sensor. No additional patient or event information was available. A root cause could not be determined.